Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Review of the episodes recorded in the device memory (dated (B)(6) 2024) showed that 3 treated arrhythmia episodes was stored on (B)(6) and (B)(6) 2024. The 2 first episodes were due to a ventricular arrythmia. On the episode dated (B)(6) 2024, an unstable tv is present, then the rhythm accelerated and became more stable (around 255 ms). Therefore, the algorithm, misclassified what was most probably a fast conducted (and relative stable) af as being ¿vt¿. Therefore, upon reaching the programmed ¿vt persistence¿ (inappropriate) therapy / atp was delivered. Based on the available information, the algorithm / ICD functioned according to specifications. Reprogramming may be required to improve discrimination of this fast (and relative stable) conducted af episode as to reduce the likelihood of resulting in inappropriate therapy. - ¿parad+¿ as tachy detection criteria, in fast tv zone with fast tv zone reprogrammed from 210 to 230 bpm, and/or - additional atp programs before shock delivery, and/or - persistence increase from 10 to 20 cycles in fast tv/fv zone. Reprogramming remains physician¿s responsibility. The risk of delivering inappropriate therapy should be weighed against the risk of not delivering appropriate therapy.

Event description:
Reportedly, inappropriate atp occurred due atrial fibrillation.